Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass, it was noticed that the h/s cuvette leaked blood into the outer rim of the device. Although the patient's age is unknown; the event occurred at a (B)(6) hospital, and it is assumed that the case was pediatric. Tcvs considers any blood loss in a pediatric case a serious injury. Minimal blood loss (exact amount unknown). Product was not changed out as the event was noticed after completion of the case. Surgery was successfully completed.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Evaluation in progress.